Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose to 80 mg/dl on the second day of ilet pump use and contacted support; education was provided that glucose fluctuations, including lows and highs, can occur during early pump adaptation, and the user¿s glucose rose after ingesting juice. Symptoms included hypoglycemia. Outcomes included no injury and self-treatment with oral carbohydrate, with recovery during the call. Investigation included complaint intake review and user education on early-use glycemic variability. Investigation of this case revealed no device malfunction reported and no component issue identified, with the event consistent with expected adaptation period glycemic fluctuations. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.